Event description:
It was reported that the user experienced an episode of hypoglycemia and treated it with oral carbohydrates including apple juice, a fruit cup, and candy, after which blood glucose recovered and remained stable the next day. Symptoms included acute low blood glucose reaching a low of 38 mg/dl accompanied by sleepiness/ drowsiness. Outcomes included the need for urgent low glucose intervention without hospitalization or long-term impairment. Investigation included complaint intake review, troubleshooting, and user education. Investigation of this case revealed an unclear precipitating cause with no device malfunction identified based on available information. It was concluded that the event was a user-experienced hypoglycemic episode with cause unclear and adequate recovery following oral glucose treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.